Manufacturer narrative:
Case changed to serious injury. Clinical rationale: the impella 5.5 failed to initiate during implantation, resulting in an aborted procedure. The failure was characterized by a pump failure alarm and motor current spike. Although the device functioned outside the body, it was deemed unsuitable for further use. No patient harm occurred beyond the aborted procedure, and the patient survived. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. B1, b2, h1, h6 updated based on re-evaluation.

Manufacturer narrative:
H6 component code changed from g04105 to g07003. The investigation for the pump stop and hemodynamic instability has been completed. The cause of the pump not starting was not determined since no product was returned and data logs were unavailable. The cause of the hemodynamic instability was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump failure alarm and motor current spike when the p level was increased. The pump stopped and was explanted. The pump did start in a bowl of heparinized saline.